Event description:
It was reported during implant procedure that the right atrial lead exhibited high pacing impedance. The lead was successfully exchanged. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with issue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.